Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the helix was being tested before the initial lead placement. It was fully retracted before being inserted into the vein, but its tip popped out without doing anything as shown on fluoroscopy. The lead was implanted without issue. Patient was stable throughout the procedure.